Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2009; a 5076-52 lead, implanted: (B)(6) 2003; a 4568-53 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation. The lv (left ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.